Event description:
Dr. (B)(6) reported that she had one (1) pt present back to the office one (1) day post-operatively with "massive swelling" following a dental /oral procedure where silk suture was used. No culture and sensitivities were performed. The pt was administered oral antibiotics which resolved the issue. The sutures were removed and the pt's status was listed as "ok."

Manufacturer narrative:
No samples were returned to angiotech for eval. This incident was initially reported to (B)(4), the distributor of this product. (B)(4) then notified angiotech. One (1) other hu-friedy perma sharp suture product was also reported. The product info is as follows: 4-0 black braided silk, model/catalog #: psn18507s, lot #: m896140, expiration date: 04/30/2011, device MFR date: 04/2006; 510(k) #: k930825. Method: the devices were not returned for eval. Relevant portions of the device history records were reviewed. There were no other complaints received for these finished good lots. There were no quality issues noted during the mfg processes or at final release. The sterility requirements were within specification. Results/conclusion: the devices were not returned for eval. No product eval can be performed. (B)(4), item # psn683s, hu-friedy perma sharp suture, 4-0 bbs, lot m551750; item # psn18507s, hu-friedy perma sharp suture, 4-0 bbs, lot m896140.